Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. Additionally, it was reported that the pump date was incorrect, cause was unknown. The customer's blood glucose level was 203 mg/dl. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.